Manufacturer narrative:
On 20 october 2017 the medical affairs performed a clinical evaluation and commented as follows: five months after implantation the patient was complaining about pain. Radiographic images provided show a suboptimal position of the tibial component. The reason of this position is unknown: the complexity of the preoperative status of the knee may have contributed but this cannot be assessed as preoperative xrays are not available. Batch reviews performed on 30 october 2017. Lot 165081: (B)(4) items manufactured and released on 19 october 2016. Expiration date: 2021-10-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-revision offset connector 3 mm, code 02.07.0003, lot. 165116 (k102437) (B)(4) items manufactured and released on 11 november 2016. Expiration date: 2021-10-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon determined that the tibial tray was malrotated. The surgeon revised the tibial tray, insert, tibial augments, an extension stem, and offset connector. The surgery was completed successfully.